Manufacturer narrative:
(B)(4) g2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty, a 32 mm liner failed to seat in a multi-hole acetabular shell, and a 36 mm liner was subsequently implanted. Intra-operatively, the surgical site was repeatedly inspected for protruding screws or bone fragments; however, the 32 mm liner continued to fail to engage. The surgeon elected to use a 36 mm liner, which seated easily. Attempts have been made and no further information has been provided.